Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported prior to use of bd vacutainer® buffered sodium citrate (9nc) blood collection tubes, an unspecified number of tubes contained excess additive. There was no health impact or consequences reported.

Manufacturer narrative:
Investigation summary - bd received one photo for investigation, which shows excessive liquid in the tube. The product expired on 21 jan 2025; therefore, further testing could not be completed on retention samples. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: incorrect additive quantity. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported prior to use of bd vacutainer® buffered sodium citrate (9nc) blood collection tubes, an unspecified number of tubes contained excess additive. There was no health impact or consequences reported.